Manufacturer narrative:
Product analysis summary: data files were returned and analyzed. The data files showed that at least fourteen applications were performed with the catheter. Also, some applications were non stained. This is clinical issue. In conclusion, the reported clinical issue of "cardiac tamponade" could not be confirmed through data analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up confirmed that the radiofrequency catheter was a competitor product.

Event description:
After drainage, the patient's blood pressure was stabilized and the procedure was completed with radiofrequency.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, additional treatment was needed as a result of remaining potentials. The physician decided to perform the additional ablations using radiofrequency. After the sheath was removed, a competitor sheath was inserted, followed by a competitor radiofrequency catheter. After device insertion, defibrillation was performed inside the pericardial cavity to stop atrial fibrillation. It was found on fluoroscopy that there was no movement of cardiac silhouette. An echocardiography was performed identifying a cardiac tamponade. Movement of the cardiac silhouette was then confirmed. After drainage, the procedure was completed with radiofrequency. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.